Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 700 reservoir due to fluid loss.

Manufacturer narrative:
Fluid loss was reported. The ams700 device was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. The product analysis could not confirm the allegation of fluid loss. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Product analysis could not confirm a device malfunction as the probable cause of the reported events. The product record review indicated that the product met all tested specifications prior to leaving bsc and the reported events do not represent an unanticipated event. The investigation conclusion code of no problem detected was chosen because the complaint could not be confirmed through product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 700 reservoir due to fluid loss.